Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in blood. It was noted that the lead was received with dried tissue/body fluid in the sleevehead which prevented the helix from extending and retracting. The dried tissue/body fluid did not cause a lead failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during the implant procedure, the patient's right ventricular (rv) lead's helix would not deploy. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.